Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19184. It was reported one of the patient's l3 leads fractured and also had low impedances. The issue was confirmed by x-ray. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which l3 lead fractured therefore both l3 leads are being reported.

Event description:
Additional information received indicate the patient underwent a surgical procedure that took place on (B)(6) 2022 with a placement of a drg lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.